Event description:
Customer reports to have low blood glucose at nights and wakes up with high blood glucose. Customer reports that blood glucose was 205 mg/dl. During troubleshooting for high blood glucose two champagne size air bubbles were found in tubing. Customer was advised to monitor insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.